Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via a femoral puncture in a contralateral direction going over the aortic bifurcation. The target lesion was located in the superficial femoral artery (sfa). After a non-bsc guidewire crossed the lesion, a 6x60x130 innova" stent was advanced to treat the lesion. As the stent went over the bifurcation, it became stuck on the wire. The physician was not able to advance the stent further so the physician tried to pull back the stent, but it would not come back over the wire. Due to the force exerted, the wire was bent. The stent and wire were removed together completely from the patient. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guidewire stuck inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The stent was not returned. The .035 guidewire that was frozen in the device was protruding out of the tip approximately 14.5cm, and protruding out of the proximal end of the device 88.5cm. The handle was opened to visually inspect the proximal inner shaft for prolapsing which could cause a guidewire to stick in the device. There was no prolapsing present. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via a femoral puncture in a contralateral direction going over the aortic bifurcation. The target lesion was located in the superficial femoral artery (sfa). After a non-bsc guidewire crossed the lesion, a 6x60x130 innova¿ stent was advanced to treat the lesion. As the stent went over the bifurcation, it became stuck on the wire. The physician was not able to advance the stent further so the physician tried to pull back the stent, but it would not come back over the wire. Due to the force exerted, the wire was bent. The stent and wire were removed together completely from the patient. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable.